Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. This leas has been received for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.